Event description:
Customer reported device = 468 mg/dl at 10 pm. Customer took 40 units of insulin. Customer went to bed but woke up with hypoglycemic symptoms. Spouse called paramedics. At 2:15 am, paramedics device = 18 mg/dl. Customer was treated with an IV, dextrose, shot, and observed for 2 hours. No controls were used. A request was made for return product and replacement product was sent.